Event description:
The customer reported the system displayed a no cine available error code. This will result in a loss of cine operation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the cine drive and reseated the cine bridge board. The system operates as intended.